Manufacturer narrative:
The field service engineer (fse) replaced the universal surgical manipulator (usm). Intuitive surgical inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that the universal surgical manipulator (usm) had a field action. There was no reported patient involvement.